Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-01217 and 1627487-2011-01218. The pt ((B)(6)) received her scs system, including an ipg and two percutaneous leads (from two separate lots) on (B)(6) 2009. It was reported that the pt was undergoing a procedure to reposition the ipg because it had moved within the pocket. It was reported that during the procedure, the physician mistakenly cut the outer covering of one of the pt's leads. Allegedly, one lead was providing adequate stimulation for the pt; therefore, the decision was made to leave the damaged lead implanted. In recovery, the pt reported that her system was providing effective stimulation coverage. Since the damaged lead was left implanted, no product will be returned to the MFR.